Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. This may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. H3 other text : device has not been received

Event description:
A report was received that a patient controller had a faulty display which consisted of abnormal characters. The site reported that the issue was ongoing and that the device had not been dropped. The device was exchanged by a physician with no reported patient issue or injury.

Manufacturer narrative:
The reported event of a faulty display on the returned controller, (B)(4), could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The liquid crystal display (lcd) performed as expected. Additionally, the leds were all functional. As a result, the reported event could not be confirmed; the device passed visual and functional testing. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.